Manufacturer narrative:
Unit had cracked and detached end cap.

Event description:
The customer reported via phone call that the bottom of the insulin pump was damaged. The customer's blood glucose level was 234 mg/dl. The customer reported that the bottom of the insulin pump has fallen off. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.